Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's wife reported that the insulin pump alarmed for a button error and that it had not been exposed to moisture. The blood glucose reading was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.